Event description:
It was reported that a patient underwent a gynecological procedure on (B)(6) 2012. During the procedure, the device was not functioning as expected. The procedure was completed using the same device at a higher speed with no adverse patient consequences. Later, it was determined that the cpc coupler was misaligned and was then adjusted.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.in addition, a review of the device manufacturing records was conducted and the device met all finished goods release criteria.